Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2008, inratio 4.8, lab 0.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: confidence limits 2008: limits 4.8, lab 0.8, mean 2.8, 1.8-4.2 per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. Per text "the patient was hemoraging" products will be tested.